Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ error during the fill tubing step while using prefilled cartridges, and after changing all supplies the user was able to complete the process; the event is consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related issue was identified, and the problem manifested as a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.